Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported the device was used in the femoral vein. It should be noted the perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The suture break was confirmed as a suture retrieval issue was observed. The difference between the two failure modes is often not discernable to the user. The investigation determined the difficulties appear to be related to circumstances of the procedure. In addition, analysis of the returned device found a cuff tab detachment (not returned). Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The method of achieving hemostasis was not specified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right femoral vein was attempted using a proglide device, via a preclose technique, prior to pulmonary valvuloplasty. Femoral angiogram was not performed. Reportedly, the proglide suture broke during preclosure. The method of achieving hemostasis was unspecified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.